Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter was displaying an error 1 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017 at 8 am. The patient reported she manages her diabetes with oral medication, diet and exercise, and made no changes from her normal diabetes management regimen in response to the alleged issue. The patient reported that at 9.50 am after the alleged issue she developed symptoms of ¿dizzy, weakness and excessive sweating¿. During troubleshooting the csr noted the meter was not being used for the first time, when the battery was removed and the power button pressed, and the battery replaced the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.